Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no aduuverse impact to the customer's blood glucose level. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.